Manufacturer narrative:
Device evaluated by MFR: the gw fathom periph was returned with the torquer device for analysis. Visual inspection revealed that it was detached, stretched and kinked at distal tip, moreover the proximal section was kinked. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 26jun2025. It was reported that catheter kink occurred. A 200cm x 10cm fathom-14 guidewire was selected for use in a transarterial chemoembolization procedure. During procedure, the catheter body was kinked. The procedure was completed with another of same device. There were no patient complications as a result of this event. However, device analysis revealed that the guidewire was detached.